Manufacturer narrative:
The patient was not treated with a blood transfusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Four days post index procedure, the patient suffered from non-st elevation myocardial infarction. The event was treated with medication, blood transfusion and intubation. The investigator assessed that the event was not related to antiplateles medication but possibly related to the index device. The patient is not recovered.